Manufacturer narrative:
It was noted that only 2 of the 20 tests gave low results. Additionally during the call on november 12, 2020, it appears the customer did not let the test kit equilibrate to room temperature for an appropriate amount of time, as instructed in the product labeling. Qc retains were tested on november 15, 2020 and measured well within specifications. It could also be possible that the patients had an interferent which can be references under "limitations of the procedure" in the instructions for use (such as rheumatoid factor) that could have caused the bias observed. It appears that either a patient interferent or customer misuse has caused these occurrences.

Event description:
The customer stated these are the only 2 tests out of the 20 count test kit that she is aware of that had low results. Customer stated patient a's a1cnow+ result was done in (B)(6) 2020, one month later they were hospitalized (admitted with chest pain - stemi and uncontrolled diabetes mellitus) and their a1c results in the hospital lab were 11.6% a1c. Reporting separately since there were two patients with low results. Patient a did not experience death or a serious deterioration in the state of health and was discharged home.